Event description:
It was reported that a large volume infusor underinfused. This occurred during infusion of fluorouracil. The reporter stated that the 195ml infusion was expected to complete in four days; however, at the end of four days there was still 50% of the solution left in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4)- the device was manufactured may 23, 2013 - may 24, 2013.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One used sample was received containing no fluid in the bladder. Visual inspection of the sample shows no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was subsequently conducted and the flow rate was found to be within the specification. The reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.